Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. It was also reported that the wake button was not as responsive as usual. Customer reported a blood glucose (bg) level of 309 (mg/dl). Customer reverted to another pump to treat their bg level, and to maintain insulin therapy.